Event description:
It was reported that the sensing and threshold were poor on the rv (right ventricular) lead. The pace/sense portion of the rv lead was capped, a previously implanted pace/sense rv lead was reconnected, and the defibrillation portion remains in use. It was also reported that the device reached early battery depletion due to rv lead output higher than usual. Also, the pace/sense rv lead had a slightly higher threshold. The device was explanted and replaced, and both rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Device did not meet 99.9% expected longevity, cause unknown. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at elective replacement indicator (eri). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.